Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. There was also an untreated event stored due to noise. Technical services (ts) was consulted to review the episodes. Upon review, ts noted there was similar noise going back almost three months. The noise is consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible reasons and suggested further troubleshooting along with programming options. The patient was brought in for troubleshooting and isometrics were performed. No noise was able to be reproduced. Subsequently the sensing vector was reprogrammed to secondary and the s-ICD and electrode remain in service.